Manufacturer narrative:
(B)(4) concomitant medical products: trabecular metal cruciate retaining monoblock tibial component; item # 00588604410, lot#63318067. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address an infection. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Per the package insert, infection is listed as a known potential adverse effect. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.